Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone(799 mcg/ml, 137.02 mcg/day) and prialt (ziconotide) (5 mcg/ml, 0.9787 mcg/day) via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient would have a refill on (B)(6) 2018 for hydromorphone and removing the prialt. The patient had been receiving intrathecal hydromorphone and prialt for approximately a year. The patient developed nausea, some vomiting and diarrhea at (B)(6) 2017. He had a workup for these symptoms and no cause was found. The healthcare provider (hcp) was going to remove prialt from pump and see if the symptoms improve. It was consider a sudden change in therapy/symptoms. No further complication was reported. Additional information was received from a healthcare provider (hcp). It was reported that the patient visited the clinic on (B)(6) 2018. The patient had no known allergies. The nurse under sterile conditions emptied the reservoir of the pump after accessing the central port of the pump with a 22-gauge huber needle. The reservoir was then flushed out with saline boluses x 3 to remove any residual prialt. The side port could not be accessed to empty the spinal catheter and the reservoir was refilled with hydromorphone in the same concentration and daily dose was kept the same. The individual performance program(ipp) was re-programmed and prialt in the catheter was going to be completely removed in about 56 hours after which the patient would only be getting hydromorphone. The patient was taking oral percocet as before. The patient continued to experience intermittent abdominal pain and bouts of diarrhea which may or may not be related to prialt. No further complication was reported.